Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The customer was not hospitalized. The cause of death was unknown as the caller states the autopsy results are not available yet. The customer had taken off their pump prior to going into a hot tub. The caller stated that the customer had hydrocephalus when they were younger. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the customer shortly prior to passing. The customer was not using sensors. The caller declined to return the insulin pump for analysis.